Event description:
The customer reported that while the unit was in use on a patient, the unit's display started flickering. The patient was switched to another unit, and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed the reported failure. The company representative replaced the video cable coiled (B)(4) and the pcb color video receiver (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer.